Manufacturer narrative:
Analysis of the client's data from inratio and ref tests revealed that the test result comparison did not meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined form the information provided by the customer. As reviewed on (B)(4) 2013, (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013. Inratio2: 1.3. Lab: 2.64. Therapeutic range: 2.0-3.0. Testing performed within three hours.